Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that on (B)(6) 2012, the patient experienced an elevated blood glucose (bg) of 525 mg/dl. There were reportedly no signs or symptoms of hyperglycemia and no ketones noted. The reporter claimed that a loss of prime occurred at least once a day. She stated that the issue was intermittent since receiving the pump on (B)(6) 2012, and that the loss of prime occurred six times on (B)(6) 2012. It was noted that the cartridge had been changed and the issue remained unresolved. The patient was reportedly disconnected from the pump and was treated with a correction injection. The patient's bg reportedly went down to 340 mg/dl in less than an hour. It was noted that the patient was taking other medications for gastroparesis and allergies. The pump is being returned for further troubleshooting. This complaint is being reported due to the allegation that the patient experienced hyperglycemia while on insulin pump therapy and due the patient alleging loss of prime issues.

Manufacturer narrative:
(B)(4). Device evaluation continued: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple loss of primes had occurred. The pump was exercised for 24 hours without alarms or failures. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The reported loss of prime warnings are not considered likely to cause an adverse event because the pump alarmed to alert the user of the issue.